Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer¿s current blood glucose level was 511 mg/dl. The customer experienced different blood glucose level of 500 mg/dl. The customer was treated with 10 units of novolog short acting insulin and 30units of tresiba long acting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer did not allege pump was under delivering. Insulin pump passed the hp test and displacement test. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.